Event description:
During a routine pap sampling, the brush tip separated from the handle remaining in the patient's cervix. The physician located and removed the brush section without injury. There was no add'l medical attention required.